Event description:
It has been reported to philips that the system did not start up successfully and displayed a message: "starting system". The device was not in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the it does not start. The equipment appears: "starting system". During troubleshooting, fse found failure of the cisco icbc 544 board. The part was repaired. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.